Manufacturer narrative:
A review of the mfg paperwork is being conducted.

Event description:
On (B) (6) 2010, this pt was implanted with gore excluder aaa endoprosthesis. The physician experienced difficulty cannulating the contralateral gate of the trunk-ipsilateral leg component. An hour of angiography had already gone by, so he closed up the pt planning to reintervene at a later date to complete the procedure. On (B) (6) 2010, a second procedure was performed whereby the physician implanted the contralateral leg component. The pt tolerated the procedure and no further info was provided.